Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump did not alarm at high pressure and had screen damage. No reported adverse effects.

Manufacturer narrative:
Additional information received on (B)(6) 2019 that there was no patient involvement. Event occurred during testing on (B)(6) 2019. Device evaluation: one cadd ms3 pump was returned for analysis. Investigation was unable to duplicate the customer's stated problem. During investigation the cartridge was loaded, and the device ran for an extended period of time and no issues occurred while running. According to the investigation the pump operated properly, and no problems found.

Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned in fair condition for investigation. The device was tested 3 times and passed all the tests within internal specification. The customer's reported product problem could not be duplicated. The downstream sensor was replaced as a preventive measure.